Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09/jul/2024.

Event description:
Healthcare professional reported "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication". This record is for an unknown side. Patient contact did occur with the device. It is unknown if a backup device was used.

Event description:
Healthcare professional reported "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication". This record is for an unknown side. Patient contact did occur with the device. It is unknown if a backup device was used.

Manufacturer narrative:
Continued d4 device information lot number : (B)(4). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "keller funnel was not lubricated, implants would get stuck and not slide through even with added lubrication". This record is for an unknown side.